Event description:
Pre-endometrial-ablation hysteroscopy revealed a fundal fibroid. D&c attempted to remove fibroid, which was unsuccessful. Subsequently, myomectomy by resection was performed. Ea then performed. Post ablation hysteroscopy revealed defects in the fundus. Diagnostic laparoscopy revealed blanching at the fundus and small blanching on sigmoid with no perforation. No surgical intervention required. Patient treated with prophylactic antibiotics and recovered normally.